Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 10.0 x40 75cm gladiator balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured at the proximal shoulder of the balloon in the femoral artery. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.